Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, when the device was being applied at the angular incisure, there was poor staple formation, the distal staples did not close properly and the distal suture was not cut. When the stapler was being used, during the second fire a strong noise was heard. During the third fire, the distal staples of the reinforced reload did not form properly and remained open. Also the distal suture was not cut properly so the doctor felt some difficulty in releasing the device. Another reinforced reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.